Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was not cauterizing properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the materials manager confirmed that the instrument was reported to have arced.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument delivered energy without any issues on 3 out of 3 attempts. The instrument was fully functional. There was no problem detected. This complaint is being reported based on the following conclusion: it was alleged that the instrument arced. Arcing instrument has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.